Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a stone extraction with lithotripsy procedure on (B)(6) 2016. According to the complainant, during preparation, the trapezoid rx basket was placed on the alliance handle and upon attempting to open the basket, the pull wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual examination of the returned device found the basket wire was pulled out of the coil/handle assemblies and the inner sheath was detached. Further evaluation found the basket wires were bent and unevenly spaced, and tip was intact. The side car-rx presented pushback out of specification and outer sheath was torn. The device was disassembled to expose the wire and handle cannula connection when handle was extended. The pull wire was found to be broken near the distal end of the handle cannula. The proximal end of the broken wire was examined further, and revealed that most likely failed while receiving tensile force. The evaluation concluded that the condition of the returned device was consistent with the complaint that the pull wire was broken. Stone size and density, user technique, tortuous anatomy, and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. It cannot be determined precisely how the pull wire failed; therefore, the most probable root cause is ¿undeterminable.¿ the device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a stone extraction with lithotripsy procedure on (B)(6) 2016. According to the complainant, during preparation, the trapezoid¿ rx basket was placed on the alliance handle and upon attempting to open the basket, the pull wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable."